Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to two consecutive eventqueueoverflow occurring within 32 seconds, which resulted the device to enter backup mode. The cause of eventqueueoverflow was determined to be the integrated circuit (ic) in radio frequency (rf) module.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert from the implantable cardioverter. Interrogation revealed that the device was in backup vvi. The device was restored and a recommendation for replacement was given based on the battery voltage. The device was explanted and replaced. Patient was stable post procedure.